Manufacturer narrative:
H.6. Investigation: two photos of 1000-count tip cap boxes were received and evaluated. One photo displayed two cubes with each cube containing one box missing the label. One photo showed three individual boxes without labels. Potential root cause for the missing label defect is associated with an equipment failure. This was most likely due to a build-up of adhesive on the roller that separates the label from the backing. The buildup could have caused the labels to become stuck to the roller instead of being applied to the box. The brass roller was removed from the labeler and thoroughly cleaned to remove all adhesive on 8/9/2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe tip cap bulk sterile convenience pak was missing the label. This occurred on 3 occasions before use. The following information was provided by the initial reporter: missing label on carton box. No label on 3 carton boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: class I exempt. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe tip cap bulk sterile convenience pak was missing the label. This occurred on 3 occasions before use. The following information was provided by the initial reporter: missing label on carton box. No label on 3 carton boxes.